Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. - the article was written by k.a.n. Saldanha, g.w. Keys, u.c.g. Svard, s.h. White, and c. Rao. This information was originally reported on 1825034-2015-03078 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article titled, "revision of oxford medial unicompartmental knee arthroplasty to total knee arthroplasty ¿ results of a multicentre study" which aimed to report to outcome of oxford unicompartmental knee revisions to total knee revisions. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unspecified patellofemoral complications. There has been no further information provided and the patient outcome is unknown.